Manufacturer narrative:
The pump was received with no button response and a button error alarm due to corroded keypad traces. There was no moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The pump was also received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, a cracked belt clip slot, a cracked lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that she was receiving a button error alarm on the insulin pump. Customer stated that she was working in a very hot environment and got sweat on the pump. Customer then received a button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.